Event description:
A patient reported that while waiting for a replacement implantable neurostimulator recharger (insr), the ins battery died. The patient received a replacement insr and the ins would not recognize the device. The patient spoke with manufacturer representative who indicated that the battery was too low to recognize the signal. The patient was getting the poor communication screen on the patient programmer and the reposition antenna screen on the insr. The patient stated that before he received the replacement insr, he felt stimulation was everything was working fine. The patient last felt stimulation in (B)(6) 2016 and the last successful recharge session was in (B)(6) 2016. The patient was redirected to follow-up with their healthcare provider to get device check to see why the patient is unable to communicate with both the recharger and the patient programmer. The indication for implant was non-malignant pain. **omitted information related to (B)(4) wet insr.**

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient that reported that the steps taken to resolve the inability to communicate with the implantable neurostimulator was contacting their managing physician. The poor communication had not been resolved as the patient had relocated and needed to touch base with another team to correct the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.